Manufacturer narrative:
The returned meter was tested with masterlot strips in comparison to a retention meter and masterlot strips. Two human blood samples from warfarin donors and internal reference meters were used. Donor inr: 2.6 inr and 3.1 inr. Donor hct: 48% and 52%. Testing results: donor 1: masterlot / customer meter and masterlot 2.6 inr / 2.6 inr. Donor 2: masterlot / customer meter and masterlot 3.2 inr / 3.1 inr. All values were within the specified maximum difference between measurements. No error messages occurred. The returned and the retention material met the specification.

Manufacturer narrative:
(B)(4).

Event description:
The customer received questionable results from coaguchek xs meter serial number (B)(4). The result from the meter at 2:12pm was 3.5 inr. She did not believe this result, so she repeated testing on a different finger at 2:33pm with a result of 2.5 inr. The customer believed the result of 2.5 inr made more sense as it is in range. The therapeutic range was 2-3 inr. The patient did not seek treatment and was not adversely affected. The customer does not believe she is anemic. She has no heparin therapy, no direct thrombin inhibitors, and no antiphospholipid antibodies. The patient was not suffering from an autoimmune disease and had no renal or liver insufficiency. The meter and strips were requested to be returned for investigation. Relevant retention test strips (lot 144577-21) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred and retention samples were acceptable.